Event description:
A health care professional (allergist) reported to a company representative that she saw a patient who had experienced redness, swelling, and rash around her right eye where the blue material of an eye shield made contact. The area was treated with topical steroids and it resolved after several weeks. No additional information is expected.

Manufacturer narrative:
(B)(4). The finish goods lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.